Event description:
The customer contact reported the device did not alarm when a distal occlusion was present. The device was returned to the biomedical dept for a report of the motor clicks before reaching occlusion. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device did not alarm when a distal occlusion was present. No add'l info was provided.

Manufacturer narrative:
The mechanism is expected to be returned for investigation. It had not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.